Manufacturer narrative:
Additional info: further information was provided by the patient. The patient stated she saw her doctor a few weeks ago and he told her she has positive dysphotopsia. She further stated she is looking to have the lens explanted by the end of the year. She also said that the material in the lens and her eye are not compatible. This is the understanding she received from her doctor. The manufacturing records for the intraocular lens were reviewed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data showed that the lens was within specification in terms of optical power. A search on complaints was performed and revealed that no other complaints for this order number were received to date. The lens met specification prior to release. Labeling review was performed and the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings to include reported patient outcomes and for the proper use of the intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). To date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A patient contacted abbott medical optics to provide her experience with the intraocular lens (iol) that she had implanted a few months ago. The patient stated the issue relates to her left eye. Patient has dry eye and uses restasis. Patient's age is (B)(6). Her implant surgery date was (B)(6) 2015. Patient states she also has goop in her eye which was told to her to be pco, posterior capsular opacification. She was told that she has multifocal issues with her monofocal lens. Her surgery went fine; but once she removed the bandaged cap, she saw floaters and started having the issue with the lights. Patient has seen her doctor and it was suggested she have a yag procedure; however, she wants to wait because she knows that if she has the yag, then replacement of the lens would not be the best option. She was prescribed glasses; but she states it does not help. Patient went for a second opinion to another doctor who stated in his opinion, that he thinks it is the lens. Original surgery included the femto second laser with lens and phaco. Patient has circles of light even watching tv. She can't drive at night, is nauseated when she is a passenger in a car. She stated she has a pretty bad astigmatism in her eye. She sees distinguished little cuts of light in a circle. There are 40 circles of light floating in her vision between the eye ball and light in a low light and no light conditions. Patient really wants to exchange the lens. Patient's experience has had a effect on her daily activities and quality of life.